Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented for a triclip procedure. During the preparation, guide would not hold the column, and air bubbles were observed. Troubleshooting was performed but was unsuccessful. Guide was replaced and continued the procedure successfully. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.